Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for a scheduled defibrillator changeout procedure due to normal elective replacement indicator. During the pre-op check, the right atrial lead exhibited high capture thresholds. A lead image was taken and no abnormalities were noted but the physician suspected a micro-dislodgement. The lead was capped and replaced successfully. The patient was in stable condition post surgery.